Event description:
Leaking or defective distal autozero valve (technical event:233004) -binary valve test failed test/cal sensor 1 qaw : l/min (error).

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause was a malfunction of the pressure sensor assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.